Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, the charger exhibited a flash memory failure at bga components u102 and u105 on ca board (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.